Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. An investigation of the device manufacturing records was conducted and verified that there were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis therapy. The event was discovered while reviewing the patient¿s treatment records following a report of drain complication encountered error messages that had been received during a patient¿s therapy. It was discovered that during drain zero, the patient had drained 5513ml which is 220% the patient¿s largest fill volume of 2504ml. It was also noted that the patient identified fibrin within the patient line of the cassette. The technical support representative explained to the patient that they may continue to have draining issues until the fibrin resolves. Treatment was cancelled and the patient reverted to manual supplies to complete their treatment. Upon follow up with the patient¿s nurse, it was verified that the patient did not experience any injuries or require medical intervention as a result of the issue. The cause for the high drain volume during drain zero was unknown. The patient did not have an infection that could have caused the fibrin build up. The fibrin issue resolved and the patient has continued with peritoneal dialysis therapy without complication. Additional information was requested but was not available.